Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01577 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a soloist single needle electrode were used during a humerus rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6), female patient). According to the complainant, 5 minutes into the procedure, while ablating at low power, a generator error (e03) message occurred. The account checked pad placement, application, and connections then repositioned the pads and reset the generator. The error was not able to be cleared so the procedure was ended. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01577 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a soloist single needle electrode were used during a humerus rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6) old, female patient). According to the complainant, 5 minutes into the procedure, while ablating at low power, a generator error (e03) message occurred. The account checked pad placement, application, and connections then repositioned the pads and reset the generator. The error was not able to be cleared so the procedure was ended. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.